Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "rib fracture as a complication of erroneous baseplate and inferior screw placement in reverse total shoulder replacement: a case report" written by robert d.j. Whitham, bsc, mbbch, mrcs, zo¿e j. Clifford, bsc, mbbs, andrew j.b. Tasker, mbbs, frcs(t&o), and david a. Woods, bmedsci, mbchb, frcs(t&o) published by journal of shoulder and elbow surgery 2020 was reviewed. The article's purpose was to report on a case study of a (B)(6) man who received a reverse total shoulder replacement (rtsr) with a depuy delta extend reverse shoulder system. Post op patient complained of constant scapular and lateral thoracic pain. Several screens and diagnostics were performed and at 6 weeks post op, a CT scan revealed the 42 mm inferior locking screw had been inserted with a 17 degree inferior trajectory but with an additional degree of anterior angulation accommodated by the variable angled screw. The screw was longer than required for optimum fixation leading to fracturing the third left rib and deemed as the source of the reported severe pain. Revision was performed replacing glenoid components and inserting shorter locking screws with revised peg insertion angles. Pain was completely resolved following revision surgery and no further complications were reported. Figures 1-5 provide radiographic and CT images for illustrative purposes. Depuy products: delta extend glenosphere, metaglene, locking screw (2). Adverse events: pain and rib fracture attributed to one fixation screw (treated by revision).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.